Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no: 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst / reproductive system disorder or condition type of disorder or condition : ovarian cyst"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping) "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysuria ("bladder or urinary problems or changes : difficulty with urination"), nausea ("nausea"), pyrexia ("fevers") and pelvic pain ("pain"). The patient was treated with surgery (total hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, ovarian cyst, anxiety, depression, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dysuria, nausea, pyrexia and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: coils were placed correctly. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, reproductive system disorder or condition type of disorder or condition: ovarian cyst. Nausea, dysmenorrhea (cramping), pain, fevers were added. Lab data updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst / reproductive system disorder or condition type of disorder or condition: ovarian cyst"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysuria ("bladder or urinary problems or changes: difficulty with urination"), nausea ("nausea"), pyrexia ("fevers") and pelvic pain ("pain"). The patient was treated with surgery (total hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, ovarian cyst, anxiety, depression, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dysuria, nausea, pyrexia and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were placed correctly. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy with removal of essure devices ). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.